Manufacturer narrative:
H10: this is a duplicate report of MDR report #3005075696-2025-00274 h3: no conclusion can be drawn. Evaluation couldn't able to perform as the device was not at returned for evaluation. If the device returned in future evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 mpxr 1287363 (rep, hcp): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinal procedure with grafton. It was reported that patient got a post operative bacterial infection. There were no further complications reported regarding the event. On (B)(6) 2025, update received (email, rep): on (B)(6) 2024, patient experienced complications following a posterior lumbar fusion surgery performed on (B)(6) 2024. Initial hospitalization occurred from (B)(6) 2024, due to a csf leak during the procedure, necessitating additional surgery on (B)(6) 2024. The patient developed symptoms, including fever, on (B)(6) 2024, but without elevated wbc. The wound site showed deep sutures, warmth, tenderness, and purulent discharge. Antibiotic treatment included cefazolin, zosyn, vancomycin, cefepime, meropenem, and additional courses from (B)(6) 2024. The patient was readmitted to the hospital from (B)(6) 2024, for lumbar wound washout and exploration due to a retained drain. Wound cultures taken on (B)(6) 2024, were positive for enterobacter cloacae esbl. The patient subsequently experienced a cerebrovascular accident on (B)(6) 2025, and was admitted to rehab from (B)(6) 2024. The current status includes a secondary bloodstream infection. On (B)(6) 2025, update received (email, rep): email received from rep stated that the midas for mazor could be the issue causing the infection.